Event description:
An endurant ii stent graft system was selected for use for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during preparation of the device on the back table, the delivery system would not flush. It was found that the white tapered tip lumen did not have a wire hole cut in it. Another device was used to successfully complete the procedure. No clinical sequelae were reported and the patient is fine.

Event description:
The device was returned for evaluation. The event could not be confirmed; no occlusion was present within the tapered tip lumen. The root cause of the event could not be conclusively determined.

Manufacturer narrative:
(B)(4).